Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 through december 2019. The device was not returned to genicon, inc. For evaluation. Note: three complaints were initially included as part of the original complaint record (B)(4). This complaint record (B)(4) was written to focus specifically on product experience report (per) (B)(4).

Event description:
Routine laparoscopic cholecystectomy. Doctor placed the gallbladder in the specimen bag, cinched bag, and began the removal out of the port site/surgical incision site. He encountered obvious resistance. He (I had a clear field of view on the large stortz hd monitor) used his kellys to stretch the opening and pulled. When that did not work, he used the surgical blade to widen the site. As he did this it appeared to me he could possibly have nicked the bag while pulling it out at the same time he widened the incision. The specimen remained in the bag (minus some bile and fluid) and the bag with specimen were successfully removed from the patient. At the time of the bag tear, the surgeon yelled that the bag burst and asked me why my bag burst. I commented that it is a strong bag and should not have torn, but that its still poly - and will rip with enough force and then asked him if he by chance nicked the bag with the blade upon extraction. He did not comment further, however his pa approached me after the case exiting the suite and commented that she was shocked I even suggested he hit the bag with the instrument and that he does thousands of lap chole's and does them the same way each time and never tears the bag. Doctor said he had a second lap chole that day and would try the bag again. "Strike one!" Was his next comment and then said - "you get one more attempt in my or". The bag performed well on the second case. He commented on his eval (one eval for both cases) that the bag worked "1/2 the time". (Per (B)(4)) note: three complaints were initially included as part of the original complaint record (B)(4). This complaint record (B)(4) was written to focus specifically on product experience report (per) (B)(4).